Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom air-in-line which was not reproduced. Evaluation confirmed the reported symptom through a failed upsteam sensor. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the air in line message. There was no patient involvement.